Event description:
Received info that all insulin delivery stopped. Pump has been off for 2 months and was not in used during the time of event. Reportedly, customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for eval. However, the eval is not complete. A supplemental report will be submitted upon completion of eval.